Event description:
The facility reports a teacher assistant was moving the hoist along the track to one end when suddenly a side plastic part fell from the hoist, hitting them between the eyes. No injuries were reported.